Manufacturer narrative:
It was reported that hair was noted to be inside of a bulb syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo provided by the reporting facility showed a long hair inside the barrel of a filled syringe. A physical sample was returned for evaluation, however, no hair was found with the sample. Issues with environmental controls were identified to be a cause of the reported problem/issue. Due to the reported hair contamination within a fluid pathway, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that hair was noted to be inside of a bulb syringe component.

Manufacturer narrative:
Updated to include expiration date of device which was not included in original report.